Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and mesh, perigee, avaulta, and a coloplast product were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2007 along with concurrent cystoscopy due to sui, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, recurrence and dyspareunia. It was reported that patient underwent mesh revision and reconstructive pelvic surgery with implantation of aris tot on (B)(6) 2009 and underwent procedure to repair recurrent cystocele and rectocele using a biological graft on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.